Event description:
This is the same event and the same pt reported under MDR ID #2939859-1999-00284. (Collagen corporation #1025896). This second MDR is being submitted for the second skin test event from the same lot as the first skin test event, administered at a later date. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was skin tested on the inner aspect of the right forearm in 1999. On 1 dec 1999, the physician reported that the pt developed swelling, itching and redness immediately after the test dose was implanted. The symptoms were both local and systemic, affecting the pt's arms and face. The diagnosis was hypersensitivity. The physician prescribed oral hydroxyzine 25 mg and topical desowen lotion, which were effective. The symptoms resolved within one week.